Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 3.1 not detected on bus. Customer tried to reboot and recover the station, but the issue persisted. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-nov-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a drawer failure. A field service engineer opened the back panel to inspect the components and observed that the drawer opened but reported a failed-to-close condition when closing; further troubleshooting involved removing the back panel on the drawer, where the red emergency lever was found to be misaligned and the spring was found to be broken, after which the spring was replaced, the drawer was tested, the hardware testing application was run, and no further issues were noted. The system functioned as intended a field service engineer repaired the device.